Manufacturer narrative:
One plastic post from the sled was found broken which causes latch was out of position, that is why the internal cannula components were not sliding properly.

Manufacturer narrative:
Additional information was requested and the following was obtained: please provide the type of hernia procedure (i.e., inguinal, ventral, femoral, incisional). Inguinal hernia.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a lap hernia procedure and absorbable straps were used. The strap was not placed on the tissue and fell when the device was used for fixing the mesh. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information was provided.